Manufacturer narrative:
(B)(4). Date sent: 5/21/2021. Additional information was requested, and the following was obtained: what were the indications for surgery? Unknown. Did the patient undergo any preoperative radiation or chemotherapy? Unknown. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? Unknown. What was the approximate size of vessel? Unknown. What was the approximate blood loss? Unknown. Was a transfusion required? Unknown. Was the procedure performed intrapericardial or extra pericardial? Unknown. What is the current patient status? Unknown.

Manufacturer narrative:
(B)(4). Batch # t5ev0n. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Did the patient undergo any preoperative radiation or chemotherapy? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? What was the approximate size of vessel? What was the approximate blood loss? Was a transfusion required? Was the procedure performed intrapericardial or extra pericardial? What is the current patient status?

Event description:
Device did not fire. After firing, some of the staples weren¿t formed, so serious bleeding. Happened during firing of the vena pulmonalis. Bleeding and needed to convert to thoracotomy. Staple row was open in the middle. Manually stitched, chance that latissimus dorsi is damaged. Patient had to recover on ICU. Additional hospitalization: 5/10 days.